Event description:
It was reported that patient had his spectra penile prosthesis (spp) replaced due to dissatisfaction. During intercourse, the patient felt like an "sst deformity" was occurring although there was not as the cylinders were malpositioned in the mid-glans. During the replacement surgery, a perforation was noticed from a previous surgery. Because of the unrecognized perforation, the cylinders were not positioned well in the mid-glans and they were also not sling-anchored to the corporotomies. The patient requested an inflatable penile prosthesis rather than a malleable device. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Analysis results: the spectra cylinders were visually inspected and functionally tested. Both cylinders have damage to the outer tube that exposed the inner segments that is the result of a sharp instrument. Both cylinders function as intended. Updated information: device available for evaluation?, date received by MFR, device evaluated by MFR?, evaluation codes, additional MFR narrative.